Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Result of investigation: the carefusion failure analysis lab examined the user interface module (uim) and the reported issue was not duplicated in the failure analysis laboratory therefor no root cause could be determined. A replacement uim will be sent to the customer and the control printed circuit board assembly was replaced as a precaution. Carefusion will track and trend this reported issue and internally investigate the situation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) has a black touch screen and the led's are not lit. At one point the device was operating properly again but the reported issue reoccurred, demonstrating that it was intermittent. There was no patient involvement associated with this event.